Manufacturer narrative:
A partial lead with the connector pin measuring 20.7cm was returned for analysis. External insulation abrasion was noted at 16.9-17.4cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at this location. This is consistent with the observation from the field of low hv lead impedance.

Event description:
It was reported that low, out of range, high voltage lead impedance was noted via merlin.net transmission. The patient presented to the emergency room upon receiving a vibratory alert. During dft testing, the shock was aborted and an alert for possible high voltage lead issue was noted. The patients rhythm spontaneously converted. Upon explant, insulation damage was noted near the distal tip. The lead was explanted and replaced.